Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the device had battery issues. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporter information: (B)(6). The field service engineer (fse) visited onsite and evaluated the device. It was determined that there is a battery problem and battery was replaced. After calibration and test was done, the device passed the operation check, and all function returned to full functionality. The issue was not repeated. The device remains at the customer site and no further evaluation is warranted at this time.